Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that right ventricular (rv) lead exhibited over-sensed noise. The rv lead was explanted and replaced. The patient was in stable condition.